Event description:
It was reported that a spectrum pump showed it had a set loaded when it did not. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false recognition of a loaded set which was reproduced. The confirmed symptom was found to be caused by a failed downstream sensor. The failed downstream sensor was replaced.